Event description:
The customer contacted physio-control to report that their device was not working correctly and displayed service icon. Upon physio evaluation the device was observed to fail to sense the connected defibrillation electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that process residue contamination on capacitor designator c156 on the analog pcb assembly was the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. The analog pcb assembly was determined to be the cause of the reported issue. The device was retained by physio control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was not working correctly and displayed service icon. Upon physio evaluation the device was observed to file to sense the connected defibrillation electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.